Manufacturer narrative:
The mes replaced the broken rotor and functionally tested to mfg specifications. There were no pt injuries or medical interventions reported. There were no related cpf defects reported for this machine. Test procedure followed: qara 146 section 9.0, revision: g. Mfg specifications tested to (if not clearly established in test procedure): visual. The returned blood pump rotor was visually inspected and confirmed that one of the springs on the rotor were broken. Upon disassembly of the rotor it was noticed that one of the springs broke in four pieces. The above info indicates that the difficulties the facility had with venous and arterial pressures described in this complaint was generated by a broken rotor spring. This issue will continue to be trended as part of the gambro heathcare corrective action system and the management review team. Any further investigations, analyses, and/or corrective actions taken on this complaint issue will be determined by and documented in this corrective action review process. See far# 960018. Failure code: f. Code rotor 00400. Customer contacted: no. Sales/service contacted by investigator? No. Training required? No.

Event description:
During a dialysis treatment, the facility experienced arterial/venous pressure problems. A broken blood pump rotor spring was found. The treatment was completed without incident.